Event description:
The pacemaker was interrogated in its box at the subsidiary's sales branch office and was found in standby mode. It was reported that the subject device was interrogated within the vicinity of other devices (of the same model).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.